Event description:
It was reported that the doctor removed the implantable neurostimulator (ins) from the thorax pocket. The left extension was disconnected just before the ins connector. The extension therefore consisted of two parts (extension was separated). No intervention was taken. In addition, with the new ins, contact 11 on the right side showed increased impedances (monopolar >5k and bipolar >10k) and all left side contacts were high (monopolar >5k and bipolar >10k). The extension was cleaned several times and inserted into the ins connector. There were no external factors that may have led or contributed to the issues. The issue was not resolved.

Manufacturer narrative:
D10. Section d information references the main component of the system. Other relevant device(s) are: product ID: 3708660, serial/lot #: unknown, ; product ID: 3708660, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.